Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that upon probe insertion, all the laser fiber cables were connected to the interface platform (ip) and were ensured that they were seated properly. The ablation started and everything functioned as expected. On the third pull back, it was noticed there was no change in voxel color near the probe indicating heat being emitted. The ablation was paused to investigate. It was then discovered that the e2000 laser fiber mating adapter on the pcm had been thermally fused. The damaged laser fiber and mating adapter was replaced with new ones. The case proceeded with no further issues. There were no patient complications reported in relation to this event.